Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metaglene guide pin bound up in aiming device. Surgeon ended up using freehand technique because aiming device wasn't working properly. And it was also noted that the loaners note that item (B)(4) is going to be missing from the set (B)(4).

Manufacturer narrative:
Examination of the returned device confirmed the reported event of damage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.